Manufacturer narrative:
There are no known system issues that may have contributed to the initial and repeat false (B)(6) advia centaur xp hbsag test results. The instructions for use (IFU) states: "if the sample is greater than 50, the specimen is positive for hbsag by the advia centaur hbsag assay. Note: when the advia centaur hbsag assay is used as a stand alone assay (for example in pregnant women being screened to identify neonates who are at risk for acquiring hbv during the perinatal period), all results > 1.00 should be considered initially reactive. Repeat testing and supplemental tests, such as the advia centaur hbsag confirmatory assay must be used to confirm the result." The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A repeat false (B)(6) advia centaur xp hbsag result was obtained on a patient sample and the result was reported to the physician prior to confirmatory testing. The patient's infant was treated based upon the hbsag (B)(6) results. The laboratory performed hbsag confirmatory after the infant was treated and the result was (B)(6). There was no known report of adverse health consequences due to the (B)(6) false (B)(6) advia centaur hbsag assay result.